Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing record review was performed, and there was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search in complaint system revealed no additional investigation request received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If explanted, give date: not applicable, remains implanted in the eye. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a hard white foreign object was attached to the device when the intraocular lens was implanted. The size was about 0.5 mm and it was hard so doctor thought it could not be sucked with an irrigation/aspiration (I/a) handpiece, hence picked it from the incision with an insulator. There was no particular impact on the patient and no patient injury was reported. No other information provided.